Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) did not expand. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). An investigation was conducted on 10/22/2019. The device was returned to the factory for evaluation. Signs of clinical use with evidence of blood was observed. The loading device, delivery device and the seal attached with the tension spring assembly were returned. The delivery device and the seal with the tension spring assembly were inside the loading device. The seal appeared to be cracked. The plunger on the deliver device was not depressed and the slide lock was not unlock. No other visual defects were observed. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.221 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "unraveled material" was not confirmed, but was confirmed for the analyzed failures "fitting problem" and "crack".

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) did not expand. A replacement device was used to complete the procedure. The hospital did not report any patient effects.